Event description:
Healtcare worker experienced burning with whitening of the skin at the contact sites on the left thumb and palm. The worker rinsed the areas with water and the symptoms resolved in 4-5 minutes. No medical attention was sought. It was reported that the vaporizer plate was in place.